Event description:
The ID device was originally implanted as an investigational device under ide study #g870013 and was not available for domestic commercial distribution. The device was reported as surgically revised after an implantation period of (82) months. Radiograhic eval was reported to have revealed evidence of osteolysis approx (11) months prior to the revision surgery of 5/1/96. At the revision surgery, the physician reported that the periphery of the metal shell was fixed, yet osteolysis of the defects were observed throughout the acetabulum. The acetabular shell, module polyethylene bearing insert and femoral stem's bearing head were reportedly replaced at the revision surgery.